Event description:
It was reported that the nurse was administering an outpatient infusion and stated the fluid back-flowed into the medication bag. The fluid bag was 50 ml and the medication was 250 ml. The clinician indicated it appears the fluid was on the primary tubing and the medication was on the secondary tubing. The hospital pharmacy manager indicated they "believe it was nursing error in placing the medication secondary bag lower than the secondary bag." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse was administering an outpatient infusion and stated the fluid back-flowed into the medication bag. The fluid bag was 50 ml and the medication was 250 ml. The clinician indicated it appears the fluid was on the primary tubing and the medication was on the secondary tubing. The hospital pharmacy manager indicated they "believe it was nursing error in placing the medication secondary bag lower than the secondary bag." There was patient involvement but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an inaccurate delivery - back flow was not determined because no products or device logs were returned.